Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that patient condition (calcification) and/or procedural conditions (implant depth) contributed to this event. However, this cannot be confirmed. The reported interventions were result of case-specific circumstances, as a permanent pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35 mm navitor vison valve was chosen for implant using a large flexnav delivery system. The implant depth of the valve was 5 mm. It was noted that the length of the membranous septum was 2.5 mm and ncc was extending into the lvot. The patient developed congenital heart block after implanting the valve. A temporary pacemaker was implanted. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. On (B)(6) 2025, the patient had a permanent pacemaker implanted. The patient was reported stable.